Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving an alert for backup vvi. A device download was performed successfully to restore programming. Device remains implanted.